Event description:
A consumer implanted for non-malignant pain and degenerative disc disease/herniated disc pain reported that on (B)(6) 2016, they were sitting in one position for a long time and started feeling really weird signals; like when you turn a tens unit up. The consumer stated it was too sharp and hurting, so they pulled over to the side of the road to turn it off, and at the same time, they were pulled over by the highway patrol. Since that time, the implantable neurostimulator (ins) had been turned off. It was noted the consumer was at their healthcare provider's office the other day, but there was no mention of any troubleshooting that was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.